Event description:
An arthroscopic loose body forcep was being used when the metal tooth from the upper jaw broke off. The place was easily retrieved from the joint and additional surgery was not necessary. No patient consequences were reported.